Event description:
Nasopharynx swab fractured at a point not designed by manufacturer and become lodged inside of the persons nasal passage. Created a partial obstruction of the airway and was able to be self cleared with some difficulty. Covid dh. FDA safety report ID# (B)(4).